Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure during which two of the four implanted leads were explanted and replaced due to high impedance readings. It was not able to be obtained which two of the four leads were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 16854822. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 16327976. UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2366300. Model: sc-2366-30. Serial: (B)(6). Batch: 16104158. UDI: (B)(4).